Manufacturer narrative:
(B)(4). G2: foreign - canada. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when using the femoral impactor to impact the femoral trial, a chunk broke off. When removing the impactor pad to switch with another, it was noticed that the broken one also had cracked on the same side as the chip. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks, gouges, worn, and the unit was fractured. Additional review of the fracture identified the surface as are consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is confirmed via product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.